Manufacturer narrative:
The thermogard console (sn (B)(4) in complaint was not returned for investigation. A supplemental report will be filed if and when the console is returned and investigation has been completed.

Event description:
The user observed the coldwell of the thermogard console (sn (B)(4) was leaking. Following this, the biomed opened the console and detected that the outflow port of the coldwell was broken off. Patient use information was requested but no additional information was provided, therefore patient use is unknown.